Event description:
It was reported that the patient was receiving radiation treatment and the device underwent a power on reset due to the radiation. The power on reset was cleared and the device checked out fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.